Manufacturer narrative:
It was not possible to ascertain specific device or patient information from the article or to match the events reported with previously reported complaints. The exact date of the adverse event is unknown. All patients were treated between (B)(6) 2010 and (B)(6) 2014. This report is for (B)(4) of (B)(4) retrievers used for patients reporting symptomatic intracranial hemorrhage (ich). Subject device is not available.

Event description:
In section (B)(4) of the journal of (B)(4) association for acute medicine indicated that (B)(4) retrieval devices were used in successful thrombectomies where the retrieved clot was unable to be confirmed visually. However, it was reported that patients were observed to have symptomatic intracerebral hemorrhage (ich) post procedure. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, intracranial hemorrhage is a known risk associated with endovascular procedures and is listed as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
(B)(6) indicated that 11 retrieval devices were used in successful thrombectomies where the retrieved clot was unable to be confirmed visually. However, it was reported that patients were observed to have symptomatic intracerebral hemorrhage (ich) post procedure. No further information is available.